Manufacturer narrative:
Other text: b5 and h6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
Additional information was received via email. It was noticed there was an increase in secretions and the patient has had a subsequent consultant review at the specialist center in which the tracheostomy brand was changed.

Manufacturer narrative:
Other text: it has been determined that complaint file (B)(4) with a manufacturing report number of is a duplicate complaint entered in error. Please disregard the previous submission(s). Any additional reporting will be conducted under the applicable file.

Manufacturer narrative:
Other, other text: d4: lot number, expiration date, and h4: manufacture date are unknown, no information has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the parent contacted concerned that they had discovered a split in the tubing of a tracheostomy tube on removal from the child. The back up tracheostomy tube they were about to insert was also found to have an area that appeared similarly discolored. The plastic was discolored and may also have a micro split that was not visible. Reported to be found while in use with patient. No patient injury reported. The family had an extra spare tracheostomy tube. The child was able to tolerate a delay in the replacement of his tracheostomy tube. It was reported that the child was "upset/stressed and required additional support such as increased suctioning". A1: one patient, two product malfunctions. (B)(6) and (B)(6) both represent the same patient.